Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the battery compartment was observed to be cracked. The display had a vertical line through it due to missing pixels; a test display was used and the display was clear and legible. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was a vertical line through the display. This report is made based on results of investigation completed on 11/17/2016.